Event description:
It was reported that the insulin pump buttons were unresponsive. Troubleshooting was done. Customer's blood glucose was 102 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The unit was received with unresponsive up arrow button and intermittent act button due to corroded keypad traces. The unit was received with minor scratched lcd window. The unit was received with missing end cap sticker.